Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed serviced code 110 (over voltage cleared no energy). The cause for the service code 110 was isolated to an intermittent failure due to contamination on the u603 converted on the computer/analog board. The root cause for the contaminated u603 was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During evaluation of an unrelated problem, monitor sn (B)(4) displayed service code 110 - over voltage cleared no energy.